Event description:
Caller states the patient tested 8.0 inr on the coaguchek xs system and 18.0 inr on a comparison lab. Caller states that the meter reading caused a delay in treatment. Caller states that the patient's medication was stopped, the patient was given vitamin k and was also admitted to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.